Event description:
It was reported that the patient's artificial urinary sphincter (aus) was explanted due to recurring incontinence. The explanted aus was originally implanted in 2010. The patient was implanted with a new aus device with a 4.0cm cuff.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was explanted due to recurring incontinence. The explanted aus was originally implanted in 2010. The patient was implanted with a new aus device with a 4.0cm cuff. Device analysis: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Device evaluation provided in: describe event or problem, evaluation result codes, evaluation conclusion codes.